Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and analyzed the photometer lamp absorbance data and found it was noisy. The fse determined that the photometer source lamp assembly was the cause of noisy photometer. The fse replaced the photometer source lamp assembly to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported obtaining three (3) false low total bilirubin (tbil) patient results on their unicel dxc 600i synchron access clinical system. The patient results were released from the lab and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.